Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the hand piece was used to extract approximately 100-150 grams of tissue and then the blade stopped rotating and the blade would not cut. The surgeon allowed the unit to cool down for several minutes which did not solve problem. Another hand piece was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Blade does not cut - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00866. The same patient is represented in each medwatch.